Manufacturer narrative:
H6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have an error code 46011 during the power up test, and the pump ehl showed error code 46011. After investigation the results indicated a reportable malfunction due to the error code 46011. The cause of the customer reported problem was the defective printed wiring assembly (pwa) board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the pwa board, updated software, reset the unit to standard configuration, and performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that there was an amber light alarm and blank screen. There was also a smell of medication. The customer returned the product for repair, and during inspection it was found that the pump alarmed error code 46011 during the power up test. There was no patient involvement.